Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 203) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to the defibrillator pca. There was contamination on connectors j1002aa and j1003aa on the defibrillation board. The cause for the failure was the contamination. The root cause for the contamination was the ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it displayed a service code 203 - pulse test fault.